Manufacturer narrative:
Controller ac adapter ((B)(4)) was not returned for evaluation. Analysis of the device could not be performed since the device was not returned for evaluation. A review of the device's incoming inspection records indicated that the unit met the internal requirements prior to its quality assurance release process. Analysis could not be performed as the device was not returned. Per the instructions for use (IFU): the power supply connections are identical and are used to connect to any of the power sources (batteries, ac adapter or dc adapter). The controller should always be connected to two power sources for safety. Always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. A green indicator light on the adapter will indicate proper connection. Ensure that the power indicator on the power adapter cable turns green before plugging into the controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported about a study patient that they experienced an ac adapter not working properly. This would not be likely to cause or contribute to death or serious injury.  The redundant power source will continue to supply power to the pump; this failure will result in user annoyance and will not affect the function of the pump. The adapter was exchanged and there was no reported consequences or impact to the patient. The patient was discharged home with no equipment issues. No additional information provided.